Event description:
The physician intended to use a sprinter legend balloon to treat a lesion in the rca with 70-100% stenosis, moderate tortuosity and moderate to severe calcification. It was reported that the device became caught on the guidewire and was damaged. The guidewire and balloon were removed. An attempt was made to use another sprinter legend balloon, however this also became caught on the guidewire and was damaged. Patient status post procedure was ok and no clinical sequelae were reported. Evaluation summary: the procedural guidewire was locked in the inner lumen of the device with 2.2cm of the guidewire exiting the distal tip. There was bunching visible along the distal shafts. The balloon material was bunched with a tear visible in the mid to distal section of the balloon. The transition shaft and corewire were kinked distal to the guidewire entry port. The distal tip was bunched and damaged. Numerous coils along the guidewire were raised and damaged.

Manufacturer narrative:
(B)(4). Results: related to operational context (root cause of reported event was most likely procedural related). Conclusions: operational context contributed to event (root cause of reported event was most likely procedural related).